Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 4. Reference MFR report: 1627487-2014-02267, 02268 and 02269. The patient is implanted with two scs systems and four leads. It is undetermined which of the four leads were replaced. All possible leads are being reported. It was reported the patient is not receiving effective stimulation therapy from his scs system. Reprogramming did not resolve the issue. A system's diagnostics revealed multiple invalid lead(s) contacts. Follow up on (B)(6) 2014 identified two of the patient's scs leads were explanted and replaced with new ones on (B)(6) 2014. The patient reported receiving effective stimulation therapy postoperative.